Event description:
A registered nurse reported to (B)(6) medical care via email that a needle-free hemodialysis tego connector unraveled and broke while a syringe was being attached during treatment. The reporter stated that there is a need to remove the connectors in order to aspirate blood from the cvc limbs and initiate treatment. The patients were reportedly becoming very frustrated with the process. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).